Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause for the revision is a malpositioned implant due to the patient's atypical (narrow) sacral anatomy.

Event description:
In (B)(6) 2014, the surgeon performed a left side si joint fusion on the patient placing three ifuse implants. The patient began complaining of a new type of pain in her lower back and buttocks shortly after the surgery. A CT scan revealed that the first implant had breached the foramen. Two weeks after the initial surgery, the surgeon performed a revision surgery where he removed the first implant and replaced it with a shorter implant. The patient's pain complaints resolved following the revision surgery and she "felt much better" post-op.